Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose readings on cgm and fingerstick despite increased correction dosing while using the ilet system, with variability including post-breakfast hyperglycemia near midday and late-evening lows; the user changed the infusion site with guidance, and the issue¿s relation to the site was unclear. Symptoms included headache and polyuria, as well as episodes of hyperglycemia and hypoglycemia. Outcomes included the need for medication intervention with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.